Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging the wires in the cable and dn. The solder joint connecting the rear pulse wires was broken in the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.